Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump, which the caller successfully performed as the malfunction code did not recur.